Event description:
One device was returned for repair. There was unknown patient involvement. Device evaluation found a high number of downstream occlusion reports, which suggest a faulty downstream occlusion (dso) sensor.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Visual evaluation of the device found a slightly bubbled downstream occlusion (dso) seal. Error history log review found a larger number of downstream occlusion reports, which suggests a faulty dso sensor. Pump was tested for flow accuracy and passed. At the time of the investigation, the cause of the problem was not replicated, as no exact problem was reported. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. After investigation the results indicated a reportable malfunction due to the faulty dso sensor. The dso seal was replaced.